Event description:
It was further reported that treatment for the silent ischemia included a coronary angiogram that was performed on the mid right coronary artery which was not the target lesion in the index procedure. The lesion was 3.0mm, 16mm long with 75% stenosis. The physician treated the lesion with predilation using an balloon catheter of unknown size. Post procedure stenosis was 0% stenosis. The patient was hospitalized 7 days with the event reported as resolved.

Manufacturer narrative:
(B)(4).

Event description:
(B) (4). Same case as 2134265-2010-02854 and 2134265-2010-02855. It was reported that after a coronary artery stenting procedure, the patient experienced silent ischemia. The lesion being treated was located in the mid left anterior descending (mid lad). The physician implanted three taxus express2 (3.00x32mm, 2.75x32mm and 3.50x16mm) stents were implanted in the target lesion. In (B) (6) 2010, the patient developed silent ischemia. No treatment was given and patient status remains unchanged in (B) (6) 2010.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).